Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigations, the event was confirmed. Therefore, the device did not meet its specification or function. A whitish foreign material was found inside the air/water (a/w) tube and a/w cylinder. It could not be specified, what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed, since the reprocessing was not conducted properly, due to leakage from the o-ring. It was confirmed, that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure, while the event occurred. The suggested events can be detected and prevented, by handling the device in accordance with the following instructions for use (IFU): IFU states, the detection method in gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection. IFU states, the preventive measures in gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the air/water cylinder and the air/water tube. There were no reports of patient involvement.